Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance measurements on this right ventricular (rv) lead were high and out of range. It was noted that shock lead impedance had been rising gradually since implant. Boston scientific technical services (ts) discussed this is likely due to a physiologic change and recommended continued monitoring. No adverse patient effects were reported. This lead remains in service.